Event description:
It was reported that the patient was experiencing a loss of effective right-side coverage from their scs system. The patient was noted to have 7 contacts on their right lead with high impedance. Attempts to reprogram the patient's therapy were unsuccessful. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was removed.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090002. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.